Event description:
Account reports getting low iron pt results that were higher when repeated by reference laboratory. Method and analyzer used for repeat testing were not provided. Only three pt examples were provided which occurred in 2007. Pt 1, initial result gave 18.5 mg/dl; same sample repeated at reference lab gave 119 mg/dl. Pt 2, initial result gave 12.3 mg/dl; same sample repeated at reference lab gave 82 mg/dl. Pt 3, initial result gave 8 mg/dl; same sample repeated at reference lab gave 63 mg/dl. No adverse events reported in association with incorrect results reported. No further investigation possible as the account is no longer running the iron test on the integra and the affected pt samples are no longer available for testing.